Event description:
The customer reported via phone call that they had frequent battery change with the insulin pump. Customer stated the insulin pump would reject new batteries. It was also found the insulin pump was slow to rewind and there was condensation present inside the screen. The customer's blood glucose was unknown. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.